Manufacturer narrative:
The physical device was not received at mentor because it was discarded. An investigation was completed on a photo of the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with mentor memorygel breast implant 250cc gel breast prostheses developed baker grade iii/IV capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the right breast prosthesis had ruptured. Both explanted breast prostheses were discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.